Manufacturer narrative:
Initial and final MDR 1892888 - MDR 3003442380-2024-09227 - device 2 of 15.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, the patient reported that the infusion set cannula was kinked within 3 or more hours after insertion on upper buttocks, which caused the patient blood glucose levels to 300-450 mg/dl. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.